Event description:
It was reported that the target lesion was in the mid lad. The penta was implanted at the lesion, but a dissection was noted at the proximal edge of the stent. Another stent was advanced to treat the dissection, but the tip was caught at the stent, and did not advance. Another company's balloon catheter crossed the lesion.